Event description:
A report was received that the patient was experiencing discomfort at the ipg site as the ipg had become closer to the surface of the skin. The patient underwent a revision procedure, during which, the physician determined that the incision site was infected and ended up explanting the devices. The physician could not confirm the cause of the infection.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site as the ipg had become closer to the surface of the skin. The patient underwent a revision procedure, during which, the physician determined that the incision site was infected and ended up explanting the devices. The physician could not confirm the cause of the infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.